Manufacturer narrative:
The company service rep examined the system and confirmed the system messages displayed. The power supply and the pressure regulator were replaced and will be sent for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
The nurse reported the system was turned on and a system message displayed. The system was turned off and on. The system was able to tune without the system message displaying. In the middle of the case, the system message displayed and the staff was not able to reboot the system. The surgeon completed the silicone oil injection and aspirated the fluid manually. One case scheduled for the following day was cancelled. No pt injury was reported.